Event description:
It was reported that the pump malfunctioned. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process; the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.